Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value. Customer blood glucose value at the time of incident 500 mg/dl and current blood glucose value was 584 mg/dl. Customer did not allege insulin pump was under delivering of insulin. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer experienced symptoms such as vomiting. The customer was treated with manual injection and insulin pump. The device will not be returned for analysis.